Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose of over 400 mg/dl. Blood glucose values were 258 mg/dl, 63 mg/dl, 236 mg/dl, 70 mg/dl, 290 mg/dl, 310 mg/dl, 290 mg/dl, 284 mg/dl, 276 mg/dl, 250 mg/dl, 315 mg/dl, 345 mg/dl, over 400 mg/dl, 63 mg/dl, 294 mg/dl, 300 mg/dl, 296 mg/dl, 303 mg/dl, 62 mg/dl, 308 mg/dl, 259 mg/dl, over 400 mg/dl, 254mg/dl, 268 mg/dl, 290 mg/dl, 270 mg/dl, 289 mg/dl, 341 mg/dl, 271 mg/dl and 265 mg/dl. The customer did not mention symptoms of blood levels. The customer was treated with pump and manual injection of high blood glucose and with bottle of juice of low blood glucose. The customer declined troubleshoot for blood glucose levels. The insulin pump will not be returned for analysis.